Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initially, it was reported that the patient was scheduled for generator and lead replacement for unknown reason. It was later reported that the patient underwent generator and lead replacement due to a possible lead fracture. It was reported that pre-operative diagnostics showed high impedance. It was reported that the explanted devices were likely discarded during the surgery. Attempts to obtain additional relevant information have been unsuccessful to date.